Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had cosmetic damage. Customer's blood glucose was 250 m/dl. Customer stated the damage to the device was due to a motorcycle accident. Customer stated the accident was cause by another motorist who cut him off and not diabetic related. Customer did go to the emergency room for multiple broken bones. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.